Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. However, based on the results of the investigation it's likely the power connector on the insulated transformer side of the trolley was easily loosened. The cause of loosening is likely to be vibration when moving the trolley or to be worn out due to long-term use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii xenon light source had the power completely cut off with the power cable falling out. The customer suspected this was due to loosening of the plug-in connector due to vibration when moving the trolley and the pulling force over time. The issue was found during the right partial lung resection and mediastinal lymph node biopsy procedure. There were no reports of patient harm and the procedure was not delayed as the power cord was reinserted to continue. The following complaints are related: (B)(4).